Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), allergy to metals ("nickel allergy"), metrorrhagia ("metrorrhagia (bleeding between periods)"), fatigue ("fatigue") and vaginal haemorrhage ("vaginal bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy (partial)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, fatigue, weight increased and vaginal haemorrhage outcome was unknown and the menorrhagia, allergy to metals and metrorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, fatigue, menorrhagia, metrorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the plantiff received treatment for nickel allergy discrepant information related to essure insertion earlier reported (B)(6) 2009 now as per pfs (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("vaginal bleeding"), metrorrhagia ("metrorrhagia (bleeding between periods)"), allergy to metals ("nickel allergy"). And fatigue ("fatigue"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy (partial)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, vaginal haemorrhage, fatigue and weight increased outcome was unknown. And the menorrhagia, metrorrhagia and allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, fatigue, menorrhagia, metrorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the plaintiff received treatment for nickel allergy. Discrepant information related to essure insertion earlier reported: (B)(6) 2009, now as per pfs (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008, total bilateral occlusion. Imaging procedure: on (B)(6) 2009, essure confirmation test(s): (unspecified), bilateral occlusion. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020, quality-safety evaluation of ptc (product technical complaint). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), metrorrhagia ("metrorrhagia (bleeding between periods"), fatigue ("fatigue") and vaginal haemorrhage ("vaginal bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, fatigue, weight increased and vaginal haemorrhage outcome was unknown and the allergy to metals, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, fatigue, menorrhagia, metrorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the plaintiff received treatment for nickel allergy discrepant information related to essure insertion earlier reported on (B)(6) 2009 now as per pfs on (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008: total bilateral occlusion. Imaging procedure: on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2019: pfs received: new event vaginal bleeding were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, fatigue and weight increased outcome was unknown and the allergy to metals, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, fatigue, menorrhagia, metrorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: the plaintiff received treatment for nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received : reporter information, patient details, product indication updated. Event ¿ injury¿ was replaced with pelvic pain. Events added- dysmenorrhoea, , abdominal pain, back pain, menorrhagia, metrorrhagia, allergy to metals, fatigue, weight increased. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.